Manufacturer narrative:
The product was not returned for evaluation. The root cause could not be determined because not enough information was provided from the initial reporter to properly complete an investigation. Additional information was requested by fax and mail on 05/02/2012 and 05/11/2012. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist reported a patient with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional information has been requested.